Event description:
The customer received very low and negative cholesterol chod-pap (cholesterol)or bicarbonate results for four patient samples. The samples repeated within normal range. The customer provided discrepant cholesterol results for one patient sample. The initial cholesterol result was 1 mg/dl (accompanied by a data flag). The sample was repeated on the same analytical p module and generated a cholesterol value of 178 mg/dl. Erroneous results were not reported outside the laboratory and patients were not affected. The cholesterol reagent lot number was 62642901. The field service representative did not determine the cause. Before the field service representative arrived, the customer had replaced the sample probe and repeated the questionable samples. (The customer had found a partially clogged nozzle on the front rinse mechanism). The field service representative performed checks on the sample and reagent probes, all checks were within specification. He determined the rinse mechanisms were dispensing proper fluid volumes and performing adequate suction for removal of fluid from the cells. The field service representative performed a precision which was within specification.